Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a preclose technique, via a 6fr sheath prior to an exclusion of an aortic aneurysm procedure. Femoral angiogram was not performed prior to the closure procedure. The sheath was upsized to 7fr. Reportedly, the proglide plunger was removed with no sutures present. Hemostasis was achieved with two other proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported needle to cuff miss and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.